Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high pace impedance measurements (>2500 ohms) and noisy signals after the patient fell twice on his chest. Fluoroscopic imaging did not reveal a fracture, however it is suspected that this ra lead fractured due to the above mentioned clinical observations. Subsequently, the ra lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.